Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. In logs, the 23062 error was found indicating fault on degrees of freedom (dof) 5 stator, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where dof 5 would intermittently fail instruments testing. The usm was then installed onto a patient side cart fixture test platform (pftp) where sine cycle test was found to be failing on dof 5. Once testing was completed, the dof 5 stator was aba (applied behavior analysis) tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the dof 5 stator in the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated recoverable error occurred on universal surgical manipulator (usm) 4. The customer elected to abandon usm 4 to continue with the procedure. The procedure was completing as planned with no reported injury.